Manufacturer narrative:
The surgeon decided to remove the tmj devices due to infection, and plans to replace them soon. Multiple mdrs were submitted. (Reference: 2031049-2021-00006).

Event description:
The right tmj devices were removed due to infection.